Event description:
This report is being filed after the subsequent review of the following journal article: kleweno, c., jawa, a., wells, j., o¿brien, t., higgins, l., harris, m., warner, j. Midshaft clavicular fractures: comparison of intramedullary pin and plate fixation. Journal of shoulder and elbow surgery (2011) 20, 1114-1117. A retrospective comparison of intramedullary pin and plate fixation on patients with closed, simple, or wedge-type midshaft clavicular fractures. Group included 10 men and 4 women with average age of 28 years (16-46). Average interval between injury and surgery was 11 days. Six patients used synthes reconstruction plates, six used synthes locking plates and two used (non-synthes) precontoured plates. Complications included one patient with delayed union eventually leading to plate breakage (fracture healed without revision surgery), two patients had refractures, two patients underwent plate removal for symptomatic hardware and two patients had new trauma requiring revisions. This is report 2 of 2 for complaint (B)(4). This is for an unknown plate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Kleweno, c., jawa, a., wells, j., o¿brien, t., higgins, l., harris, m., warner, j. Midshaft clavicular fractures: comparison of intramedullary pin and plate fixation. Journal of shoulder and elbow surgery (2011) 20, 1114-1117. This report is for an unknown plate. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.